Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the patient was diagnosed with high paraplegia after posterior cervical spinal decompression. Patient was transferred from the orthopedics department to the ICU due to changes in his condition. He underwent nasotracheal intubation and was connected to a ventilator for assisted breathing. Routine sedation and analgesia were given, but the patient's compliance was poor, the sedation effect was poor, and he was agitated from time to time. At 06:30 on october 23, the patient became restless, shook his head frequently, and the ventilator had a low tidal volume alarm. The endotracheal intubation bag was poorly inflated, and re-inflation was ineffective. The doctor removed the nasotracheal intubation, re-performed oral endotracheal intubation, and connected to a ventilator for assisted breathing, the patient's vital signs were normal, and the ventilator worked well. There was patient involvement, but no patient harm/adverse event reported.